Event description:
It was reported that versacross connect access solution was selected for use during a watchman case. A perforation and procedure cancellation were reported. During the transseptal puncture, the positioning of the devices was challenging (wire advanced and dropped down 6 or 7 times). Only position the physician could get was pointing towards the aorta. The three different attempts to go transseptal were noted to be in an unsafe place to cross to where the versacross rf wire was readvanced and attempted another drop down. The physician took the dilator out for reshaping three times. On the fifth drop down attempt it was falling into a similar anterior position. The physician and the tee doctor believed this position was safe and decided to apply radio frequency. Only the versacross rf wire was advanced, and it did not advance across the septum. The versacross rf wire coiled in the aorta (dilator and sheath were not advanced). Thus, the versacross rf wire was then removed, and procedure was cancelled. Evaluating on transesophageal echocardiogram (tee) afterwards color flow (leak) was seen from the aorta to the right atrium. No effusion was noted. It was further decided that no intervention was needed. The device is not expected to be returned for analysis (disposed). The patient is admitted to hospital beyond standard of care, and recovered well and it was discharged the next day. In the physicians opinion, the device did not contribute to the patient complications. No device issues were reported. The patient was not under warfarin at this point, and under eliquis prior, held for 2 days. The anatomy was difficult, and during drop downs to the fossa it was never able to create an appropriate 'tenting' of the septum. With micro motions from the superior aspect our transseptal assembly would fall completely off and towards the tricuspid valve. When rf was applied, the wire was advanced slowly after rf application.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.